Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 285 mg/dl. Customer stated that about a month ago, the pump got stuck in the couch and was wedged between the foot rest. Customer stated that the screen is clear and the buttons seem to be functioning properly except for the act button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.